Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set cannula was leaking on (B)(6) 2024. The event occurred after 3 hours of insertion and the insertion site was at abdomen. The infusion set was in use for 2 to 3 days and patient resolved the events by replacing infusion set and resumed insulin successfully. No further information available.